Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A patient implanted for non-malignant pain reported the recharger screen was blank. The recharger was plugged into the ac power source and the recharger was charging. It was further reported the patient programmer (pp) was showing low battery. The battery was changed and the issue was resolved. Following this the pp was showing the poor communication screen. The patient tried using the pp to connect but was getting no communication. It was noted the implantable neurostimulator (ins) was depleted, but not overdischarged. The last time the patient felt stimulation was the night prior. It was noted if the patient leaned back she could feel some stimulation but she hadn't been feeling it since last night. According to the patient they had two settings; one was high def. Which she could barely feel, but she was getting better results with the high. Def. Settings. The patient was going to try to recharge the ins to see if it would be able to connect with the pp. The manufacturer's representative (rep) reported a week later the connector pin was loose on the desktop charger. After the patient received the new desktop charger, the recharger still wasn't holding a charge. No out of box failure was reported. Additional information received from a consumer reported the patient still could not get coupling bars. The patient's daughter was going to call the doctor's office to have a manufacturer's representative (rep) take a look at the device again. It was noted that there had been a couple of family events that had interfered with making the appointment with the doctor and then the patient had to put her car in the shop as well for a while. It was noted an appointment would be made soon. It was confirmed there were no other issues except for the coupling issue. If additional information is received, a follow-up report will be sent.